Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main coronary artery that was moderately calcified. The nc trek rx 4 x 8 mm balloon dilatation catheter was inflated once to 20 atmospheres without issue but would only partially deflate. The balloon was unable to be withdrawn into the catheter. The guide wire, catheter and a partially deflated balloon was removed together from the anatomy. It was stated that a 7f catheter was used. When the devices were removed from the anatomy, it was confirmed that the stent was well apposed to the vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use, states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.